Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction at sensor insertion site on (B)(6) 2016. Sensor was inserted at the buttocks on (B)(6) 2016. Patient's mother described the skin reaction as a red, pussy rash. Patient's mother reported that the patient's physician recommended that the patient use tegaderm for treatment of skin reaction on (B)(6) 2016. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).